Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto inflation of the device after pressing the deflation button. Although the device functioned properly during inflation, saline slowly returned to the cylinders upon deflation, leading to partial reinflation. The physician suspected that the valve in the pump was allowing the device to auto fill. The reservoir was removed intact to assess internal pressure, but auto inflation persisted. A surgical procedure was performed in which the device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole in the outer sleeve in the proximal end, likely caused by a sharp instrument. Despite this damage, the cylinder passed the leakage test. The second cylinder also passed the leakage test, and no visible damage or abnormalities were observed. The reservoir was visually and microscopically examined, and leak tested. The reservoir passed the leakage test, and no visual damages or abnormalities were found. The pump was visually examined, leak and functionally tested. No anomalies were found with the pump, and it passed the leakage test. Functional test revealed that the pump did not pass the inflation and deflation test. Based on the available test results and investigation, product analysis was able to confirm the pump functional issue, which supports the reported spontaneous inflation and mechanical issue. The hole identified in the first cylinder was consistent with sharp instrument damage and is considered a secondary finding likely introduced during explant. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto inflation of the device after pressing the deflation button. Although the device functioned properly during inflation, saline slowly returned to the cylinders upon deflation, leading to partial reinflation. The physician suspected that the valve in the pump was allowing the device to auto fill. The reservoir was removed intact to assess internal pressure, but auto inflation persisted. A surgical procedure was performed in which the device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole in the outer sleeve in the proximal end, likely caused by a sharp instrument. Despite this damage, the cylinder passed the leakage test. The second cylinder also passed the leakage test, and no visible damage or abnormalities were observed. The reservoir was visually and microscopically examined, and leak tested. The reservoir passed the leakage test, and no visual damages or abnormalities were found. The pump was visually examined, leak and functionally tested. No anomalies were found with the pump, and it passed the leakage test. Functional test revealed that the pump did not pass the inflation and deflation test. Based on the analysis results, a functional issue with the pump during the inflation and deflation test was identified as the most probable cause of the complaint/event.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation of auto inflation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto inflation of the device after pressing the deflation button. Although the device functioned properly during inflation, saline slowly returned to the cylinders upon deflation, leading to partial reinflation. The physician suspected that the valve in the pump was allowing the device to auto fill. A surgical procedure was performed in which the device was explanted and replaced. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced auto inflation of the device after pressing the deflation button. Although the device functioned properly during inflation, saline slowly returned to the cylinders upon deflation, leading to partial reinflation. The physician suspected that the valve in the pump was allowing the device to auto fill. The reservoir was removed intact to assess internal pressure, but auto inflation persisted. A surgical procedure was performed in which the device was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder had a hole in the outer sleeve in the proximal end, likely caused by a sharp instrument. Despite this damage, the cylinder passed the leakage test. The second cylinder also passed the leakage test, and no visible damage or abnormalities were observed. The reservoir was visually and microscopically examined, and leak tested. The reservoir passed the leakage test, and no visual damages or abnormalities were found. The pump was visually examined, leak and functionally tested. No anomalies were found with the pump, and it passed the leakage test. Functional test revealed that the pump did not pass the inflation and deflation test. Based on the available test results and investigation, product analysis was able to confirm the pump functional issue, which supports the reported spontaneous inflation and mechanical issue. The hole identified in the first cylinder was consistent with sharp instrument damage and is considered a secondary finding likely introduced during explant. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.